Event description:
PICC line inserted for long term antibiotics. Line inserted (B)(6), 2022. On (B)(6) (1 week into therapy) line noted to be leaking at connection between the butterfly and catheter. Line was assessed by transport rn and leak confirmed. Line removed and new line placed.

Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line inserted for long term antibiotics. Line inserted on (B)(6) 2022. On march 21st (1 week into therapy) line noted to be leaking at connection between the butterfly and catheter. Line was assessed by transport rn and leak confirmed. Line removed and new line placed.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: when the sample arrived, a microclave needle free connector was attached to luer lock hub. The catheter returned was complete. Examination of the returned sample showed that the catheter was leaking at the junction of the catheter and the fixation wing. The catheter was partly torn out of the fixation wing. The surface of the fracture plane is rough, which is a typical sign for a high tensile load applied to the catheter. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the junction of the catheter tube and wing for code 4g31261301, batch no. 8064456 and 8066661 has a medium range between 2,64 n and 3,11 n for the batches involved. At its minimum at 1.5 n, it is therefore within specification. Visual tests and incoming goods inspections are carried out with no exceptions found. We received 4 complaints for batch 8078462 and two further complaints regarding a leaking catheter tube at the junction with the fixation wing on code 4g07126104 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing defect. Corrective action: as the catheter work well for one (1) week, we do not believe this defect is a manufacturing related. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action is initiated by quality management this failure will be monitored for future actions